Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye after experiencing blur, glare, and halos, day-one after surgery. The patient was unable to drive due to the visual issues. There was no additional medical or surgical intervention and no patient injury. Another johnson & johnson iol was implanted as replacement (different model, diu150, same diopter). The patient is happy and doing much better. The patient's issues have resolved. No further information was provided.

Manufacturer narrative:
Device evaluated by MFR the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a2: age at time of event: 73 years. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 29, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause halos or blurry vision could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.